Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the leads being implanted too high was due to a miscalculation by the surgeon. No actions were taken at this time, but another surgery would be needed to fix the issue. The leads being implanted too high was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ failed back surgery syndrome. It was reported that the patient's leads were too high and the healthcare provider was not happy about it. Patient stated she did not notice until the healthcare provider told the patient they were too high. No further complications were reported/anticipated.